Event description:
The user facility claimed that the air flow in the device was intermittently working to inflate a balloon inside the pt during a diagnostic upper endoscopic ultrasound (eus) procedure. The procedure was completed with another similar device. No pt injury was reported.

Manufacturer narrative:
The device referenced in this report was forwarded to olympus for investigation. The investigation was able to duplicate the user's claim. There was evidence of debris and residue inside the air/water channel that obstructed the air flow. Once the obstruction was cleared, the air/water flow capacity was found to be within specifications. This phenomenon was isolated to insufficient cleaning of the device. This report is being filed as an MDR in an abundance of caution.